Manufacturer narrative:
(B)(4): it was reported that the patient underwent a laparoscopic supracervical hysterectomy with preservation of the ovaries on (B)(6) 2011. A 15 week size multifibroid uterus was revealed and morcellated for removal on unknown date

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2016. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on an unknown date, and morcellex was utilized. On (B)(6) 2014, the patient underwent a removal of an abdomen mass. The patient's pathology shows parasitic fibroid. Patient has not been diagnosed with cancer. No additional information was provided at this time.